Event description:
The customer received questionable results for vitamin b12 and folate for multiple samples. Of the data provided, only the vitamin b12 result for one patient sample was discrepant. The samples had been poured into amber aliquot tubes. However, the initial testing was performed from the original sample tube that had not been protected from light. The result from the unprotected original sample tube was 382 pg/ml. The result from the protected aliquot tube was 580 pg/ml. The result from the original tube was reported outside the laboratory. The repeat result from the protected aliquot tube was believed to be correct. The customer did not know if any action was taken based on the original result. The vitamin b12 reagent lot number was 17415904 with an expiration date of 08/31/2014. The customer declined a service visit and stated she does not believe there was an issue as the results from the protected aliquot samples matched the previous results for the patients. Product labeling instructs the customer to protect the samples from light.

Manufacturer narrative:
The investigation could not determine a specific root cause based on the provided information. Additional information for further investigation was requested but not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.